Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Manufacturer narrative:
Customer reported after removing medication from the pyxis anesthesia es system, the device freezes. Issue is captured in complaint file (B)(4). No report of harm however patient was in the or when the failure occured. Field service technician replaced all-in-one computer. After replacement, pyxis anesthesia es system device tested fine and no other reported issues were identified.

Event description:
Customer reported after removing medication from the pyxis anesthesia es system, the device freezes. No patient or user harm was reported.